Event description:
The explanted lead was not available for return from the hospital.

Manufacturer narrative:
Follow-up report #3 incorrectly reported the cause of the high impedance. Follow-up report #3 inadvertently did not include the correct evaluation codes.

Event description:
The cause of the high impedance was incomplete pin insertion. The faulted diagnostic test did measure the impedance, which was within normal limits after the existing lead was reinserted into the generator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was identified through interrogation of a patient' device during a routine dosing appointment. Diagnostics were performed, which also indicated high impedance. The patient's device was programmed off. X-rays were ordered, and the patient was referred to the neurosurgeon. The patient was implanted with vns on (B)(6) 2016. No known surgical intervention has occurred to date.

Event description:
The patient had full revision surgery on (B)(6) 2016. The surgeon tried to re-insert the lead pin into the generator, but the high impedance was still present. There were no visual anomalies identified by the surgeon. The generator was checked using the test resistor, and there were no issues with the generator. The electrodes were confirmed to be attached to the nerve. The surgeon then replaced the lead, and the impedance was within normal limits. The device history records of the lead and generator were reviewed, and both devices performed according to specification prior to release. The explanted lead has not been received to date.

Event description:
Programming data was received and reviewed. The information shows that high impedance was seen on the patient's device on (B)(6) 2016, the date of explant. The interrogations and system diagnostics on the patient's generator with the old lead show high impedance of 14114 ohms. A faulted diagnostic test occurred, and the impedance was not communicated to the programming system. Another interrogation showed that the impedance was 2280 ohms, indicating proper lead impedance with the original lead. Once the test resister was inserted to evaluate the generator, the impedance was 3977 ohms. The physician decided to replace the lead at that point. Once a new lead was placed on the patient's nerve and connected to the generator, a system diagnostic was performed and were within normal limits. Based on the information available, there was no diagnostic test performed when the lead was first inserted into the generator. Therefore, the interrogations performed only present the most recent automeasure of the impedance, which was not indicative of the integrity of the lead. A faulted diagnostic test occurred, but it appears that the impedance was measured, as shown in the next interrogation. The interrogation showed that the lead impedance was within normal limits. Therefore, the lead was most likely not the cause of the high impedance. The high impedance was most likely due to not performing a system diagnostics test prior to observing the lead impedance. No other relevant information has been obtained.